Event description:
According to the reporter, during the cesarean section, while suturing the dermis using a running stitch, the thread broke after 25 minutes of usage. To resolve the issue, the surgeon used another envelope of suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.